Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s backup controller being in use as the primary was confirmed. The provided log file was reviewed, containing data from controller (B)(6) spanning approximately 1 day ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events regarding the system controller were observed throughout the log file. The patient¿s driveline was observed to have been disconnected on (B)(6) 2020 at 12:39, and the controller was observed to have been shut down within approximately 4 minutes after. As the controller (B)(6) was observed to have a large amount of total recorded events, the controller was confirmed to have been in use as the primary controller for an extended amount of time. The system controller that had been exchanged (serial number unknown) was not returned for analysis. Questions regarding the exchanged controller and the reason for the controller¿s exchange were asked multiple times and no responses were received. The root cause of why the backup controller was in use as the primary controller, indicating a controller exchange due to an unknown cause, was unable to be determined through this analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instruct users on how to resolve all alarms that sound from their controller. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was using the backup controller as the primary. It was reported that the patient had a low flow alarm and a driveline disconnect. The log file review revealed that the controller was in use as the primary. On (B)(6) 2020 the driveline was disconnected from the controller. The low flows mentioned were associated with the driveline disconnect on (B)(6) 2020. The log file also revealed 63 pulsatility index (pi) events that occurred on (B)(6) 2021 to (B)(6) 2021. The pi events caused the vad (ventricular assist device) speed to drop below the low speed limit, which was set at 4900 rpm. Related manufacturer report number: 2916596-2021-01223.